Event description:
It was reported that catheter issue occurred. The target lesion was located in the right coronary artery. An opticross 6 catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. When the catheter was being pulled back after the ivus run was completed, the guidewire was stuck in the lumen. The entire guidewire was pulled from the vessel and became damaged. The tip of the catheter was also noted to be damaged. The procedure was successfully completed with a different device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues and the device appeared to be in good condition. Microscopic inspection revealed the guidewire exit port and tip were in good condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.

Event description:
It was reported that catheter issue occurred. The target lesion was located in the right coronary artery. An opticross 6 catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. When the catheter was being pulled back after the ivus run was completed, the guidewire was stuck in the lumen. The entire guidewire was pulled from the vessel and became damaged. The tip of the catheter was also noted to be damaged. The procedure was successfully completed with a different device. No patient complications were reported. It was further reported that the guidewire was non-boston scientific.